Event description:
The user indicated on a thoratec device tracking form that the right ventricular assist device (rvad) on a pt was replaced due to thrombosis. F/u conversation with the personnel at the hospital revealed that the thrombosis in the rvad was not device related. The pt suffered from coagulopathy and had rec'd high doses of medication to reverse anticoagulation, which resulted in the thrombosed rvad. The device has been discarded by the hospital, making it unavailable for f/u eval.